Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® 2 implant 3.75 x 10mm (xfos310) and one titanium hexed uniscrew (uniht) were returned for investigation. Visual inspection of the as returned products identified both implant and screw fractured at the middle threads. Additionally, some bone debris were present on the external threads. Device history record (DHR) review was completed for the subject lot number 2016011730. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016011730) for similar event (keywords using fracture screw and fracture implant) and no other complaint was identified. Therefore, based on the available information, the reported device malfunction did occur and the event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2021-00975. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reports implant and prosthetic screw fractured on dental position: #46 without any negative effect on the patient. Implant was removed.